Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. The cable was repaired by applying (B) (4) lubricant to cable's bearing assembly. After servicing, the unit passed qa testing procedures. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy, the holster was making a grinding noise. The case was completed with the holster. No patient consequence was reported.